Event description:
It was reported that the implantable cardloverter defibrillator (ICD) system associated with this right atrial (ra) lead was sensing the respiratory rate signal, resulting in inappropriate atrial tachy response. There were some increased impedance measurements on the right atrial channel; however, none was greater than 2,000 ohms. Technical services recommended deactivating the respiratory rate trend feature. It was later reported that high out of range right atrial (ra) lead jumpy impedance measurements above 3000 ohms were observed and a spring contact issue was noted. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).